Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one sprinter legend coronary balloon, inflation difficulties were encountered. After the balloon entered the blood vessel, the balloon could not be inflated when an inflation pressure of 6 atm was applied. The balloon did not burst or leak. The lesion had significant calcification, moderate tortuosity with 70% stenosis in the right coronary artery. The device was being used to dilate the lesion. The device was withdrawn for in vitro testing, and the balloon was found to be ruptured. The device was not inspected before use. Negative prep/purging was performed on the device before use with no issues noted. No obvious resistance was noted while advancing the device to the lesion. The same inflation device was not used with other devices. The patient was in good condition and the procedure was completed by replacing the device with a non-medtronic balloon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Correction: annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the balloon did not burst or leak as per imaging which showed no rupture during the first balloon dilation. The patient was not injured and had no symptoms. Initial reporter name and phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.